Event description:
During implant procedure, the helix of the right ventricular (rv) leadless pacemaker (lp) was found stretched. The rv lp was explanted and replaced to resolve this event. The patient was stable with no consequences.